Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an arthrodesis of the right index finger distal interphalangeal joint on (B)(6) 2014 and suture was used. It was noted on (B)(6) 2014 that the patient developed drainage at the site with the nail plate partially detached from the matrix. The patient was treated hibiclens soaks. The wound has since healed. Additional information has been requested.